Event description:
The customer contact reported the pump did not deliver. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of remicade with a vtbi (volume to be infused) of 235 ml for a duration of two hours and the delivery was started. The nurse reported that after "manually titrating the drips up", she observed fluid "dripping" and left the room. After one hour, the nurse entered the pt's room and found "3/4 still in the bag". The nurse reported the pump display was incrementing; however no medication was being delivered. The nurse opened the pump door and noted the "tubing collapsed upon itself inside the track". The tubing set was flushed, readjusted and the delivery was resumed using the same pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It was not yet been received. (B) (4)